Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter, verification of all final testing performed by/on the catheter, and packaging for subject catheter was performed. The review did not identify any non-conformances, issues or capas associated with catheter function. Device was discarded and was not returned for additional evaluation and investigation. Per the instructions for use of the device, catheter tears and breaks are known possible risks of use of the device. Internal complaint number: (B)(4).

Event description:
Patient tracking received a tracking form through email reporting a catheter revision surgery. The reason for revision was reported to be that the catheter had broken at the anchor point. The revised catheter segment was discarded. Additional communication with a clinical specialist (cs) covering the issue confirmed that a myelogram was performed to identify the catheter break. Cs stated that they were unaware of any falls of trauma for the patient. Cs reported that the patient's physician reported that the patient was without therapy for a while.